Event description:
Literature: brochard s, lempereur m, filipetti p, remy-neris o. Changes in gait following continuous intrathecal baclofen infusion in ambulant children and young adults with cerebral palsy. Dev neurorehabil. 2009;12(6):397-405. Summary: the authors assessed the effect of continuous intrathecal baclofen infusion (itb) on gait parameters of ambulant children with cerebral palsy (cp). They assessed patients before and (B)(6) after intrathecal baclofen (itb) on seven children with cp (mean age (B)(6)). Reportable event: after implantation, one patient developed a cutaneous haematoma and a catheter disconnected requiring further surgery. No other complications were noted.

Manufacturer narrative:
(B)(4). It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. It is also possible several events occurred in one patient. At this time, no additional information was available. Additional information regarding the patient, event, interventions and outcome has been requested.